Event description:
It was reported that the right ventricular (rv) lead impedance shot up to a high measurement and the lead switched to unipolar polarity. There was intermittent noise, loss of capture, and a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).